Event description:
Atty reported: in 2003, pt was implanted with a bard/davol kugel small circle to repair a ventral incisional hernia. During or after implantation, the dual-mesh layers delaminated and the memory recoil ring bent or broke and extruded through the abdominal wall, causing pt intense pain and other grievous symptoms. In 2004, pt underwent explantation of the kugel patch. The anterior leaflet of the patch was completely separated from any other portion, exposing the ring of the patch. The two days later bacteriology report showed staphylococcus aureus infection in the explanted kugel patch material.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit af/u report when/if prod is returned for eval or add'l info becomes available.